Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: the investigation of the complained locking screw shows that the head broke off. Further the shaft thread is slightly damaged. It is likely that too much applied torque and applied friction between screw and plate caused this breakage during the implant process. Based on the fact that we did not receive any matching lot number to the article, we are not able to research any manufacturing data. The device history records could not be reviewed as the lot number is unknown. No product fault could be detected.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon turned the screw and then suddenly the head of the screw started to peel before screw head was into lcp hole (ulna plate 04.111.901, dg.syndroma abutment carpi l. Sin). Screw wasn`t able to be removed with screwdriver. Head of the screw was damaged. Surgeon used pliers for screw removal to remove the screw and then screw head was cut off. Surgery was delayed for 10 minutes. This report is for 1 of 1 complaint (B)(4).